Event description:
The customer reported that "the coating at the bottom of the transducer has come away". He stated that where touching the patient the blue coating has come off. So there is an irritation of the patient's skin.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.